Manufacturer narrative:
The report that the customer is replacing the pca front case was confirmed based on class iii field correction. Visual inspection of each front case was performed. Inspection identified all 10 returned pca front case keypad assemblies with cracked screw inserts and hairline cracks around the front outer edge of the cases. Plastic part material (fr110) susceptible to cracks or fractures when used with unauthorized cleaning chemicals/cleaning methods. Contributing factors to the device¿s ability to withstand physical stresses include residual stress concentration or defects that occurred during the handling process. Testing could not be performed, no devices received. No further investigation is necessary as CAPA (B)(4) is opened to address this issue. The device is used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
It was reported that the customer is replacing the pca front case.